Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 660 mg/dl. The retainer ring was missing and cracked. The reservoir was not able to lock in place. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.